Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The pt heard the pump alarming. Upon interrogation, it was discovered that there was a motor stall beginning on (B)(6) 2010 at 3:58am and ending on (B)(6) 2010 at 3:05am. The pt had not undergone an MRI or had been in an environment of concern. The pt was going through withdrawal complications. The pump was replaced. Further info is being requested at this time.